Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record and corrective action tracking system for the web (catsweb) database review was not performed because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device; therefore, no corrective action is required. The additional prostyle device with reported issue referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was a closure of a calcified left common femoral artery with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with both devices. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 20f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.